Event description:
Physician reported that their handheld was not working and they needed a replacement. The handheld screen would freeze and it won't turn on or off. Troubleshooting steps were performed but it did not resolve the issue. New handheld was shipped to the site. Good faith attempts to obtain the old handheld back for product analysis has been unsuccessful till date. The cause of problem is unk at this time.